Event description:
The clearpoint system was used by surgeons at (B)(6). The pt developed complications following the procedure and passed away due to these complications. There has been no allegation such complications were due from any malfunction of the clearpoint system.

Manufacturer narrative:
To our knowledge, there has been no suggestion of failure or malfunction of any component of the clearpoint system made or alleged by the institution or other health professional.